Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, when attempting to push an exam from electronic picture archiving and communication systems (pacs) to the imaging system. The viewing station of the imaging system screen went black but remained powered on. Restarting the imaging system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to t his issue. There was no impact on patient outcome.